Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3: reference MFR. Report#3006705815-2018-01214, reference MFR. Report#1627487-2018-05102. It was reported the patient presented to their postoperative visit with fever and soreness at the incision site. Due to concern of an infection, the physician decided to explant the entire system. Follow-up revealed the infection was identified as strep.